Event description:
The items were poking through the bottom of the plastic tubing. The foam has been dislodged and the sharp edges are protruding through. This has caused a member of staff to be cut and it has been described as blood everywhere.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.